Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular channel, resulting in a non-sustained episode. The noise was reproducible with deep breathing. A guidant technical services consultant discussed that the electrograms appeared to show diaphragmatic oversensing and suggested programming sensitivity to least. The clinician reported that the noise was still seen at least sensitivity, but it was not detected by the device.